Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported his insulin pump has a blank screen. The device counted up to four and nothing else happened. He replaced the battery and the second time the device counted down and then asked for the time and date. The next day, customer had a doctor's appointment and his doctor told him to get the device replaced. Customer's blood glucose is 90 mg/dl. The device also has a crack on the battery compartment and reservoir compartment. The device passed the self test. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.